Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with the shield, a clear plastic component of the seal. Visual inspection of the event unit confirmed the complainant's experience of seal component separation. The shield and septum, a rubber component of the seal, were torn. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: laparoscopic hiatal hernia repair. Event description: limited information was available at the time of the report. Dr [name] was performing laparoscopic hiatal hernia repair. Mid procedure, plastic part of trocar went into the patient. There was no patient injury. Device is available for return. Additional information received via email on 26aug2019 from applied medical account mgr I was able to find out from the account that the product code for this trocar is cfs02. Additional information received via email on 27aug2019 from applied medical account mgr "I have attached two photos. The first was taken intraoperatively of the instrument shield [ ] which appears to have detached from the seal housing. The second photo is of the instrument shield, which was saved and placed in the biohazard bag with the trocar. Additionally, the or provided a peel pack from a cfs02 that was used. The lot number from this peel pack is 1353083. However, they cannot confirm that this is the lot number from the actual event sample. They simply included this peel pack with the broken trocar as a way to identify the product code." Additional information received via email on 28aug2019 from applied medical account mgr a new cfs02 was inserted, and the procedure was completed using the new port. Yes, all pieces were retrieved from the patient. The instrument shield (clear plastic part) detached. The color of the component was white/clear plastic yes, the entire component fell out. The instrument shield was pushed through the trocar and into the patient¿s abdominal cavity. A straight needle and a grasper had been used through the port close to the time of the incident, though the surgeon is not sure which instrument caused the component of the seal to detach. Intervention: a new cfs02 was inserted, and the procedure was completed using the new port. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic hiatal hernia repair. Event description: limited information was available at the time of the report. Dr [name] was performing laparoscopic hiatal hernia repair. Mid procedure, plastic part of trocar went into the patient. There was no patient injury. Device is available for return. Additional information received via email on 26aug2019 from applied medical account mgr I was able to find out from the account that the product code for this trocar is cfs02. Additional information received via email on 27aug2019 from applied medical account mgr "I have attached two photos. The first was taken intraoperatively of the instrument shield which appears to have detached from the seal housing. The second photo is of the instrument shield, which was saved and placed in the biohazard bag with the trocar. Additionally, the or provided a peel pack from a cfs02 that was used. The lot number from this peel pack is 1353083. However, they cannot confirm that this is the lot number from the actual event sample. They simply included this peel pack with the broken trocar as a way to identify the product code." Additional information received via email on 28aug2019 from applied medical account mgr a new cfs02 was inserted, and the procedure was completed using the new port. Yes, all pieces were retrieved from the patient. The instrument shield (clear plastic part) detached. The color of the component was white/clear plastic yes, the entire component fell out. The instrument shield was pushed through the trocar and into the patient¿s abdominal cavity. A straight needle and a grasper had been used through the port close to the time of the incident, though the surgeon is not sure which instrument caused the component of the seal to detach. Intervention: a new cfs02 was inserted, and the procedure was completed using the new port. Patient status: no patient injury.